Manufacturer narrative:
The product was not sent to the manufacturer for analysis but to the dealer, (B)(4), who has a certified repair center. (B)(4) supplied the report of the repair. This report shows that the root cause for the heat up was that several internal parts, such as gears, ball bearings and the drive assembly have been worn out. This causes higher friction and hence increase of temperature. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer) (B)(4). H3 other text: device was sent to dealer for repair.

Event description:
(B)(6) from the dental office informed that on (B)(6) 2017 while performing an onlay to tooth# 30, patient was burned on right cheek. Burn diameter is a little less than 1 inch round in size. Patient is female age (B)(6). Office applied vitamin e ointment to burn. They told patient to do warm salt/water rinses. Office also prescribed lidocaine benadryl maalox liquid numbering rinse.